Manufacturer narrative:
H6: investigation summary two samples model 10010570, lot 22079028 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed with no air bubbles. The customer complaint that the tubing was sucking in air could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10010570 lot number 22079028 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris micro extension set air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: so the nurses have found a flaw with the bd extension tubing that is currently being stocked in bin l#94052 . It tends to suck in air. The nurses have found a work around by using a blue clave to prevent this. Because no matter how much they pinch the line. Air get in.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22069155. D4. Medical device expiration date: 13-jun-2025. H4. Device manufacture date: 06-jun-2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris micro extension set air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: so the nurses have found a flaw with the bd extension tubing that is currently being stocked in bin l#94052 . It tends to suck in air. The nurses have found a work around by using a blue clave to prevent this. Because no matter how much they pinch the line. Air get in.